Event description:
An ophthalmologist reported that a pt being followed for mild iritis was examined approx one week following cataract surgery. An inflated posterior capsule with white deposits was noted behind the intraocular lens causing the lens to bulge forward. The physician felt the viscoelastic used during the intraocular lens procedure may have contributed to these findings. The relationship between the viscoelastic and these findings is not known. Add'l information has been sought regarding any subsequent medical or surgical intervention and pt outcome.